Manufacturer narrative:
Additional/updated information was added to reflect additional information regarding the issue description being provided.

Event description:
Provider states the end user alleged the chair was driving on its own and alleged ran into a wall. Update received: the caller states the issue hasn't been corrected since this issue. The caller states they can adjust the head array, but will not go back into neutral. The caller states the spring is broken internally which is causing the issue.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the end user alleged the chair was driving on its own and alleged ran into a wall.

Manufacturer narrative:
Additional/updated information was added to reflect the remote head joystick being returned to the manufacturer for evaluation, however subsequent testing could not verify the complaint. The underlying cause of the complaint issue could not be determined after reviewing the documentation in this investigation. Per the initial evaluation, the push rod was not sliding smoothly; however, the unit passed the bench test without a headrest attached. An expanded evaluation was performed. Per the expanded evaluation, when connected to a set of test equipment, the joystick drove properly and returned to neutral as intended. It was noted that there were 5 washers on the joystick linkage, which is greater than the joystick specifications require, which may have been the reason the joystick was having problems returning to neutral with the headrest mounted. However, the joystick was not tested with the headrest attached, as it was not returned for evaluation with the joystick.

Event description:
Provider states the end user alleged the chair was driving on its own and alleged ran into a wall. Update received: the caller states the issue hasn't been corrected since this issue. The caller states they can adjust the head array, but will not go back into neutral. The caller states the spring is broken internally which is causing the issue.